Event description:
Finger stick to an exposed verifynow test device needle. After testing the tech initially threw out the intact vacutainer/test device into the medical waste container per the package insert instructions. Later in an attempt to resolve a test discrepancy, tech retrieved the intact test device / vacutainer from the medical west container and removed the vacutainer from the test device. After the tech removed the vacutainer from the test device and resolved the discrepancy, the tech went to throw out the separated test device and vacutainer and inadvertently inserted a finger into the sample well of the test device where the needle is housed. Device needle exposure (finger stick) occurred after tech removed sample vacutainer vial from device sample well. Wound was treated by thorough cleaning.